Event description:
It was reported that the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of inductive telemetry was not confirmed. The device was above elective replacement indicator (eri) level upon receipt and no anomaly was found on header related to field concern. Analysis of device image indicated device was within normal range of operation. Further analysis performed found no anomaly, the device was able to be interrogated successfully through inductive telemetry. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.